Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with mild tortuosity, moderate calcification and 90% stenosis. After crossing another company's guide wire, the voyager otw was delivered and inflated; however, it ruptured at the first inflation, at 10 atm. It was noted that the rupture may be due to the calcification or quality problem; therefore, the balloon was changed to another company's balloon. Another company's stent was implanted and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that factors that can contributed to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured; however, without a returned device for analysis, a definite root cause for the rupture cannot be determined.